Event description:
The patient reported experiencing syncope. The records were reviewed and episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. Rv insulation damage was suspected but this was not confirmed. No intervention has been performed. The patient is stable.

Event description:
Additional information was received that the rv lead was explanted and replaced to resolve this event.